Event description:
It was reported by service report that the bed has no functions from the footboard or side rails. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer previously installed new cpu board and did not transfer 2 pin shunt to new board.